Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. No product was returned for evaluation but photographic evidence confirmed a shorted and burned power cord by the plug. This is an indication of electrical short resulting in high current draw causing the power cord to heat up and burn. No action taken.

Event description:
It was reported the device was plugged in and the user noted fire at the electrical wiring. The device was unplugged with no adverse effects reported.